Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient was implanted (B)(6) and on (B)(6) they felt a series of rapid pulsations and the unit stopped; this was a sudden change. The date of the call she has only felt intermittent stimulation sensation for short periods of time. It was reviewed with the patient that because stimulation sensation may change, it isn't a requirement that patient feels the stimulation at all times. Troubleshooting was not possible at the time of the report as the patient have product available, and a manufacturer¿s representative was calling and she said that she was going to take his call and ended the conversation. No further complications were reported or are anticipated.